Event description:
Pt presented with a stenosis in the axillary artery. A 12 fr boston science short sheath was used to advance the gore viabahn endoprosthesis over a .035 rosen guidewire. The treatment site was difficult to access due to a very tortuous vessel anatomy. The device was unable to cross the arch. The viabahn device became stuck inside the introducer sheath when the physician attempted to remove the device for a guidewire exchange. A cut down was performed at the right common femoral artery to remove the introducer sheath, viabahn device and the guidewire.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The investigation is inconclusive. The engineering eval dates the proximal end of the endoprosthesis is flowered and is compressed distally approximately 3 cm. The endoprosthesis is twisted greater than 180 degrees over its length. It could not be determined if there were anomalies attributable to the manufacture of the device.